Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states he has issues with the chair pulling down slopes because the motors are not strong enough.